Event description:
Patient's blood glucose level was 486 mg/dl. She administered a three unit bolus through her insulin infusion pump. She went to sleep and awoke with a high blood glucose level. She went back to sleep and was taken to the hospital when she could not be awakened. She was given an intravenous insulin drip and was on manual injections when she had a heart attack in the hospital.